Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06435 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of bent cannula with two infusion sets which were used for about 4-5 hours. The symptoms were noticed 3 or more hours after insertion. The site of insertion was abdomen which was reported to be rotated regularly. The patient took correction injection via mdi. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.